Event description:
Procedure: vats/lung biopsy. According to the reporter: staples released but did not staple tissue. Staples fell into chest cavity. The surgeon converted to an open procedure to ensure the staple line.